Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2014-73120.

Event description:
It was reported that the customer was having issues with his blood glucose levels and infusion sets. The customer stated that he changed his infusion set three times. The customer's blood glucose level was 403 mg/dl. The customer stated that the tubing on the infusion set appeared wavy unlike this previous infusion sets. The customer stated that he used insulin pens in order to fill the reservoir. Advised that this was not an approved method of filling the reservoir. Customer stated there were bubbles in the reservoir and tubing. Troubleshooting was done. Customer stated the size of the bubbles were the size of the head of a pin. Customer could not complete troubleshooting. Advised customer to change the reservoir and infusion set. Nothing further reported.